Event description:
The patient's dialysis treatment began. The needles were taped and secured. Several minutes later blood was noted on the floor under the patient's chair. Saw blood coming from crack in the hub of the needle. Normal saline given to patient. Physician called and orders for prbc, packed red blood cells. Needles replaced and dialysis resumed without further problem.